Event description:
It was reported that during a cholecystectomy procedure, while trying to join the cystic, the jaws crossed and the clips were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.